Event description:
Patient underwent cardiac catheterization on for underling cad [coronary artery disease]. While in the cath lab, the provider and team noted that the patient was administered heparin based on weight but had difficulty obtaining therapeutic result of the act [activated clotting time] while using the I-stat machine. Poor clinical correlation between expected therapeutic effect of heparin and result being given by the I-stat using cartridge act-k, root cause of issue is unknown at this time.